Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when asymptomatic patient presented remotely via merlin.net transmission, atrial lead noise was noted. The noise was reproduced in clinic when the patient lifted their arm above their head. Possible lead replacement was discussed. The patient was stable. No further information is available at this time.

Event description:
New information revealed that oversensing was detected as well as noise on the atrial lead. No resolution was performed. The patient was stable.

Event description:
New information revealed that the during the device replacement procedure, external insulation abrasion was noticed on the atrial lead. The physician elected to repair the lead. There were no further episodes of noise.